Event description:
On 09/07/2007, the following info was provided to cook endoscopy: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy cotton cannulatome. When the physician attempted to bow the sphincterotome the cutting wire broke. The physician chose another sphincterotome to complete the procedure. Nothing had to be retrieved from the patient. No add'l medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. On 09/19/2007, the device was returned for evaluation. Upon evaluation, we confirmed a portion of the cutting wire is missing. This indicates the cutting wire broke in two areas, creating a foreign body. The location of the missing portion of the cutting wire is unk. Although the initial report indicated that no portion of the device detached inside the patient, the info on the location of the missing cutting wire was requested, but was unable to be provided. Therefore, this report is being provided out of an abundance of caution. If add'l info is provided, a follow-up medwatch will be submitted.

Manufacturer narrative:
Eval: our eval of the returned device confirmed the report of a broken cutting wire. The cutting wire has broken in two areas. One break is near the proximal end and the other is near the midpoint of the cutting wire. There is evidence of applied cautery due to the appearance of the break. The initial reporter indicated no portion of the device detached inside the patient. However, approx 15 mm of the cutting wire is missing. The cutting wire securing component is present at the distal end of the sphincterotome. There are no kinks in the catheter. No other observations were noted. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: a definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: we can report that a broken cutting wire can occur if the device makes contact with the endoscope when cautery is applied. The instructions for use for this product line caution the user to ensure the cutting wire is completely out of the endoscope when applying cautery, as contact with the endoscope may cause grounding and result in patient injury, operator injury, a broken cutting wire, and/or damage to endoscope. Add'l factors that can contribute to cutting wire breakage include over-flexing of the device and/or manipulating the handle with the catheter in a coiled position. This observation can also be made if the distal end of the catheter is shaped manually. The instructions for use for this product line caution the user against exercising the device under these conditions. Prior to distribution, all sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.